Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
Patient reported their dentist recommended to them to stop aligner treatment. There is a missing tooth that was not considered when the treatment plan was proposed. Patient stated their teeth are worse now than before.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.